Event description:
This patient experienced an event of restenosis of a cordis velocity bms in the proximal svg to the proximal rca approximately four months post implantation. This was treated medically. However, one year post implant, the patient ultimately underwent re-pci within the target lesion. This patient was admitted to the hospital for cardiac catheterization. The patient was taken to the cardiac cath lab, where angiography revealed a 12mm length, 80% lesion in the proximal portion of an 3.0mm caliber svg to the rca. A bolus of heparin was administered via IV. Gp iibiiia's and cardene were also administered during the procedure. It is unknown if the lesion was prediated prior to stent implantation. A 3.5 x 18mm bx velocity stent was deployed to 15 atms with satisfactory results. The stent was not post-dilated. Flow through the stented segmenst was timi iii. Residual stenosis was reported to be 0%.the patient was discharged on plavix for duration of one (1) month. Approximately four months later the patient underwent an angiogram, the indication for which is not known. Repeat angiography dmonstrated an instent restenosis of> 70% by visual estimate within the previously placed velocity stent; however, no additional intervention was reported for this date. Upon, one year follow-up, the patient underwent re-pci to the target lesion. The details of this procedure are nt known.